Event description:
On 11/18/96 an outpt had an hcg test performed on the analyzer for a result of less than 5.0 miu/ml. The test was reported as negative. The pt visited the dr on 11/28/96 and had a urine hcg test performed for a positive result. A sonogram was performed on 11/28/96 and a reported "fetus was present". The test (specimen from 11/18) was repeated on 11/28 at the lab and reported very high positive results. No quantitative result given by account. The account was not aware of any other treatment rendered to the pt with the discrepant hcg other than the sonogram.